Event description:
The customer called technical support (ts) reporting that the device's blower is not working. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. One of the blower wires was cut that caused the reported issue. The fse replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards.